Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal part of the glass cap was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached. It is unknown if the cap detached inside or outside of the patient. The procedure was completed using a second surgical fiber. Patient outcome: "no injury". There was no report of patient injury.